Manufacturer narrative:
Reported event of corewire unraveled. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit push method was used during a percutaneous endoscopic gastrostomy placement procedure performed on (B)(6) 2014. According to the complainant, during the procedure, as the guidewire was advanced and the peg tube was placed over the guidewire, the guidewire was shredded. The procedure was completed with this endovive standard peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the thermoformed tubing found it to have been cut apart and approximately 23cm of the proximal end was returned. The tapered tip of the tubing was badly damaged and one end of the guidewire coil wire was caught inside the proximal end of the thermoformed tubing. During the evaluation, the coil wire was removed from the thermoformed tubing and it was noted that the ball welds were still intact on the wire ends. The customer had separated the guidewire by cutting apart both the coil and core wires. Additionally, the coil wire was unraveled in multiple places. It was noted that one end of the core wire had been pulled out of the guidewire tip and the end of core wire presented evidence of proper attachment to tip. It was noted that the condition of the returned unit was consistent with the complaint incident that the guidewire coil wire unraveled. However, the available information fails to indicate a definite root cause. Therefore, the most probable root cause is undeterminable. A device history record (DHR) review of lot 16807430 was performed and revealed no issues related to the reported complaint. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit push method was used during a percutaneous endoscopic gastrostomy placement procedure performed on (B)(6) 2014. According to the complainant, during the procedure, as the guidewire was advanced and the peg tube was placed over the guidewire, the guidewire was shredded. The procedure was completed with this endovive standard peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.